Event description:
Implant date: 1992. Post operative x-rays revealed a pseudoarthrosis. Revision surgery on 6/2/1993 for anterior interbody fusion and removal of device. It was noted that the device was "loose".